Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the camera was operating for 90 minutes without fault. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the display on the camera of the navigation system was intermittently losing communication and restoring itself. The issue was reported to be a flickering of the camera. It was reported that a slight adjustment of the camera restored functionality and no intermittent communication would occur. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.